Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image when doing the angulation adjustment. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. "Image blackout during adjusting up angulation was likely due to - electrical/electronic component problem. Additionally, the investigation observed the "metal contacts of the ultrasound plug unit are slightly worn" which likely caused the blackout. The most probable cause of this complaint is a component failure. However, a definitive root cause of the reported issues could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.